Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl). To address the bg level, the customer changed the cartridge and tubing, and delivered a correction bolus. Then, the customer reported bg level decreased to target range. Recommendation was made to consult with health care provider regarding diabetes management.